Event description:
It was reported that coating detachment occurred. A 035/145 amplatz super stiff¿ guidewire was selected for use. While advancing the wire through a semirigid short ureteroscope, small fragments of the wire's outer coating detached and remain in the patient's bladder. The procedure was completed with this device. No further patient complications were reported and the patient's condition was noted as "not injured".

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).